Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated magnesium results while using the architect c4000 processing module. The following information was provided: initial result = 6.3 mg/dl repeat result= 1.7 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001. D8 was this device serviced by a third party? No. The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting services including the inspection of optics, background check and decontamination of the instrument which temporary resolved the issue. The customer called back reporting additional discrepant results. The fsr suggested to rebuild syringe blocks. The customer rebuilt the syringe blocks; the smp wsh seal tip1 (list number (ln) 09d37-03), the smp wsh seal tip2 (ln 09d38-03), the smp wsh syr o-rng (ln 09d52-03), the rgt seal tip 1 (ln 09d39-03), the rgt seal tip 2 (ln 09d40-04) and the rgt syr o-rng (ln 09d53-03) which resolved the issue. A review of service history for the architect c4000 processing module (serial number (B)(6)) did not identify any contributing factors to the current complaint. A review of tracking and trending for the replaced parts did not identify any trends for any of the parts. Review of tracking and trending for the architect c4000 processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the smp wsh seal tip1 (list number (ln) 09d37-03), the smp wsh seal tip2 (ln 09d38-03), the smp wsh syr o-rng (ln 09d52-03), the rgt seal tip 1 (ln 09d39-03), the rgt seal tip 2 (ln 09d40-04) and the rgt syr o-rng (ln 09d53-03) or the architect c4000 processing module (serial number (B)(6)) was identified.